Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the sample was received in used condition in a plastic bag. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination. During the visual inspection, a scratch was detected on the cuff. In addition, this caused the cuff to leak. The failure mode of ¿cuff deflation/leakage¿ was confirmed. However, a root cause could not be determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there was a post-intubation problem with the cuff deflating on two consecutive probes with two different sizes (6 and 6.5)". There was a patient involved, and the consequences of the event were bleeding.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.